Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
T was reported that the gelco needle became detached from the infusion line during use, and the outer casing separated. This malfunction resulted in leakage and poses a potential risk by creating a hazardous situation for the patient, including possible exposure to the drug. There was patient involvement, and no harm was reported.